Event description:
It was reported that stent was difficult to position for deployment and difficulty visualizing under fluoroscopy occurred requiring additional intervention. The 80% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 9x40x75 epic vascular stent was advanced for treatment; however, the stent was not deployed well because the stent strut was hard to see in the fluoroscopy. The procedure was completed with one more stent and there were no patient complications reported.